Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be fixed in the target vessel. After many unsuccessful attempts, the lv lead was abandoned and single left bundle branch pacing was used. The lv lead was explanted due to placement difficulty. No patient complications have been reported as a result of this event.